Manufacturer narrative:
The device was discarded, therefore an investigation cannot be performed. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. If any additional information is received, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related MDR: 3011649314-2026-00101.

Event description:
A healthcare professional reported a glidewell ht implant failed to osseointegrate. The office staff discarded the implant accidentally. It is reported the implant was within normal limits and the quality of bone was poor. The issue occurred at the second stage of surgery in tooth locations #3 and #13. The implant was removed and the patient symptoms relieved after removal. It is reported that the patient current status is good and a bone graft was performed and waiting for healing.